Event description:
This report is being submitted retrospectively per FDA request. Report was initially reported as 3004774118-2018-00134. It was reported that a patient presented with rod slipped out of a polyaxial screw approximately 3 months post-operatively. Revision surgery took place.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request.